Event description:
During a revascularization of left sfa, popliteal, tbt and peroneal non-medtronic balloons and one admiral xtreme pta balloon catheter was used. It is reported that patient death occurred approximately 20 months post use of the admiral xtreme pta balloon catheter. Death was assessed as cardiovascular.

Manufacturer narrative:
Results and conclusion: (death). (B)(4).